Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder instability surgery the sutures of the device tore off when tying knots. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-8934bcf-2). It was not necessary to switch the surgical technique or do a second surgery.